Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection performed found that the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. No visual issues. A functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box, the wand had no issues producing plasma or activating coag. The saline line was not clogged. Saline could move in both directions in the line as normal. The temperature of the device did not rise abnormally. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include issues during setup of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the overheating alarm on the werewolf coblation wand was triggered. It was observed that no fluid was flowing through the suction tube. Upon attempting to use the device again, it rapidly overheated, and still no fluid was moving through it. Inspection revealed that a high-pressure hose had been used with the device, and it appeared that a blockage was lodged inside, impeding fluid flow. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.